Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens was returned cut into three pieces, typical of being inserted and removed from the eye. The lens was cleaned with lphse. Marks are observed on both sides of the lens that appear to be made by surgical instruments. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the original lens implanted was removed two (2) days after the original procedure unlike what was originally reported.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens implant surgery, a lens was found to have crescent shaped marks on either side of the lens. The lens was implanted and removed during the initial procedure. A new lens was used to complete the caser. Additional information has been requested.